Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review (first): patient¿s medical history indicates multiple dvt¿s and pulmonary embolus. A vena cava filter was deployed successfully inferior to the renal takeoffs in an upright position for protection of dvt and pulmonary emboli. There were no reported difficulties or patient injury during the filter deployment. The filter was deployed prior to a scheduled knee surgery. A right knee arthroplasty was performed successfully and without patient complication. Approximately five months post filter deployment the filter was retrieve successfully; however, guided fluoroscopy demonstrated a detached filter arm segmented into two pieces. A snare device was used to capture retrieve the filter and one segment of the detached filter arm. The remaining portion of the detached filter arm remains embedded in the ivc wall. There was no reported patient injury. The patient was reported to be hemodynamically stable. Medical record review (second): the vena cava filter was indicated for pulmonary embolism prophylaxis while off of anticoagulant therapy. Access was gained to the right internal jugular vein and a venacavagram was performed to exclude the presence of iliac and caval thrombus. The venacavagram demonstrated no evidence of thrombus in the ivc or visualized proximal iliac veins, the renal takeoffs at the level of l1-l2 and a infrarenal caval diameter of 17.6 mm. The filter was successfully deployed without incident with the filter apex at the level of l2. Manual pressure was held at the access site until hemostasis was achieved. Approximately five months post filter deployment, the entire filter except for a portion of one filter limb was removed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that approximately five months after implantation, a detached limb was identified during retrieval. The filter and a portion of the detached limb were retrieved successfully. The remaining portion of the detached limb was reportedly fully embedded in the ivc. Based on the medical records, the investigation is confirmed for limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months post vena cava filter deployment for history of dvt, pulmonary emboli, and surgery; a snare device was used to successfully capture and retrieve the vena cava filter. Guided fluoroscopy demonstrated a detached filter arm embedded in the ivc wall, the detached filter arm was identified in two pieces. A snare device was used to capture and retrieve the filter and one segment of the detached filter arm; however, the remaining portion of the detached filter arm remains embedded in the ivc wall. There was no reported patient injury. New information received: medical records were received and reviewed. Approximately five months post vena cava filter deployment for pe prophylaxis while off of anticoagulant therapy, the entire filter except for a portion of one filter limb was removed. No additional information was provided in medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Medical records were previously received and reviewed. Additional medical records were received and reviewed and the investigation of additional information regarding the reported event is currently underway. Manufacturing review: as the lot number for the device was provided, a review of the device history records is currently being performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review (first): patient¿s medical history indicates multiple dvt¿s and pulmonary embolus. A vena cava filter was deployed successfully inferior to the renal takeoffs in an upright position for protection of dvt and pulmonary emboli. There were no reported difficulties or patient injury during the filter deployment. The filter was deployed prior to a scheduled knee surgery. A right knee arthroplasty was performed successfully and without patient complication. Approximately five months post filter deployment the filter was retrieve successfully; however, guided fluoroscopy demonstrated a detached filter arm segmented into two pieces. A snare device was used to capture retrieve the filter and one segment of the detached filter arm. The remaining portion of the detached filter arm remains embedded in the ivc wall. There was no reported patient injury. The patient was reported to be hemodynamically stable. Medical record review (second): the vena cava filter was indicated for pulmonary embolism prophylaxis while off of anticoagulant therapy. Access was gained to the right internal jugular vein and a venacavagram was performed to exclude the presence of iliac and caval thrombus. The venacavagram demonstrated no evidence of thrombus in the ivc or visualized proximal iliac veins, the renal takeoffs at the level of l1-l2 and a infrarenal caval diameter of 17.6 mm. The filter was successfully deployed without incident with the filter apex at the level of l2. Manual pressure was held at the access site until hemostasis was achieved. Approximately five months post filter deployment, the entire filter except for a portion of one filter limb was removed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that approximately five months after implantation, a detached limb was identified during retrieval. The filter and a portion of the detached limb were retrieved successfully. The remaining portion of the detached limb was reportedly fully embedded in the ivc. Based on the medical records, the investigation is confirmed for limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months post vena cava filter deployment for history of dvt, pulmonary emboli, and surgery; a snare device was used to successfully capture and retrieve the vena cava filter. Guided fluoroscopy demonstrated a detached filter arm embedded in the ivc wall, the detached filter arm was identified in two pieces. A snare device was used to capture and retrieve the filter and one segment of the detached filter arm; however, the remaining portion of the detached filter arm remains embedded in the ivc wall. There was no reported patient injury. New information received: medical records were received and reviewed. Approximately five months post vena cava filter deployment for pe prophylaxis while off of anticoagulant therapy, the entire filter except for a portion of one filter limb was removed. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: medical records received and reviewed. Patient¿s medical history indicates multiple dvt¿s and pulmonary embolus. A vena cava filter was deployed successfully inferior to the renal takeoffs in an upright position for protection of dvt and pulmonary emboli. There were no reported difficulties or patient injury during the filter deployment. The filter was deployed prior to a scheduled knee surgery. A right knee arthroplasty was performed successfully and without patient complication. Approximately five months post filter deployment the filter was retrieve successfully; however, guided fluoroscopy demonstrated a detached filter arm segmented into two pieces. A snare device was used to capture retrieve the filter and one segment of the detached filter arm. The remaining portion of the detached filter arm remains embedded in the ivc wall. There was no reported patient injury. The patient was reported to be hemodynamically stable. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that approximately five months after implantation, a detached limb was identified during retrieval. The filter and a portion of the detached limb were retrieved successfully. The remaining portion of the detached limb was reportedly fully embedded in the ivc. Based on the medical records, the investigation is confirmed for limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months post vena cava filter deployment for history of dvt, pulmonary emboli, and surgery; a snare device was used to successfully capture and retrieve the vena cava filter. Guided fluoroscopy demonstrated a detached filter arm embedded in the ivc wall, the detached filter arm was identified in two pieces. A snare device was used to capture and retrieve the filter and one segment of the detached filter arm; however, the remaining portion of the detached filter arm remains embedded in the ivc wall. There was no reported patient injury.